Manufacturer narrative:
Through remote trouble shooting and communication, the remote service engineer confirmed there was no sound coming from the device, only visual alarms. Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicated the speaker was faulty. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the device shows an inop for speaker error. The device was in use on a patient at time of event, there was no adverse event reported.